Event description:
The rptr indicated that an intermittent noise mode operation was observed and was verified while observing iegms. Lead impedance was normal in both unipolar and bipolar modes; however, noise reversion was not observed in ventricular unipolar mode. When the atrial channel was programmed, unipolar intermittent atrial undersensing was observed at 1.6mv. An x-ray showed no evidence of lead wire fracture or connector problems.

Manufacturer narrative:
Device operates as designed. Device can be enhanced to be less sensitive to noise detected.